Event description:
It was reported that the customer received excessive no delivery alarms. Troubleshooting occurred, and it was determined that there was an occlusion. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.